Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that the vad (B)(6) had previously been serviced. Review of the vad (B)(6) device history record confirmed that the associated device met all requirements for release. Log file analysis revealed no anomalies over the analyzed period. There is insufficient information regarding the "intermittent high pitch sound". On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed several breaks in the outer sheath, damage to the strain relief, and damage to the inner lumen, leading to exposed insulated cable wires. The visual evidence provided by the site also revealed discoloration of the outer sheath. As a result, the reported driveline sheath damage event was confirmed; however, the reported "intermittent high pitch sound" could not be confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the reported outer sheath damage and observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the inner lumen damage may be attributed to handling of the device and/or wear over time after the sheath degradation left the inner lumen exposed. Based on the available information, including the statement by the physician that the event is unrelated to the device, the device most likely did not cause or contribute to the reported adverse event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Based on a review of past adverse events for this patient, it was noted the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing his tory and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was experiencing palpitations and ventricular tachycardia (vt). The patient was admitted to the hospital for vt and an electrocardiogram (EKG) was performed. The patient had a previous ablation and was not considered to be a candidate for additional ablations. The patient received medications to treat the vt. It was also reported that the patient had heard an intermittent high pitch sound from the driveline cable when it was bent. An attempt was made to manipulate the driveline and reproduce the sound but was unable to do so. Upon inspection of the driveline, it was noted to be taped in multiple places that were not done by the medtronic team. A driveline assessment revealed at least 10+ tears extending from the strain relief to 17cm up the driveline. The wires were visible, insulated and intact. A review of log file data revealed there were no electrical faults. A driveline sheath repair was performed. The vad and driveline remain in use. No further patient complications have been reported as a result of this event.